Manufacturer narrative:
G4: 24sep2019, b4: 25sep2019, the customer confirmed that after successful touchscreen replacement, the unit indicated a primary alarm failure. The customer reported the primary alarm problem was resolved by replacing a speaker. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02jul2019. A follow up report will be submitted once the evaluation is complete.

Event description:
During corrective maintenance, the customer reported the unit indicated a primary alarm failure. There was no patient involvement.